Event description:
The plasmafit inlay with shoulder is above the edge of the plasmafit polycup nv050t and therefore cannot be anchored when the cup is low. It was reported that the issue occurred as an out of box failure/ during therapy. The pe could not be implanted in even with all the tricks. They have re-installed several times. After they took a new inlay, it was in with the first blow. No relevant disadvantage for the patient except perhaps a delay of 5 minutes. The component that could not be inserted can no longer be found. Associated medwatch-reports: 9610612-2021-00181 (400500702 + nv303e). Invovled components: nk1004t - corehip std cementless 12/14 size 4 - batch: 52523707. Nk427 - isocer prosthesis head 12/14 32mm xl - batch: 52444279.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a hip endoprothesis / plasmafit poly cup. According to the complaint description the inlay of the endoprothesis is aboge the edge of the cup of the prothesis. The inlay does not fit very well into the cup therefore it cannot be anchored. It was reported that the issue occurred as an out of box failure/ during therapy. An additional medical intervention was necessary a piece of the bone had to be removed for settling the inlay. Additional patient information is not available. The adverse event is filed under (B)(4).